Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right ventricular lead exhibited an increase in capture threshold. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.